Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized for high blood glucose of 600 mg/dl on (B)(6) 2017. Customer was in a car accident prior to the hospitalization. Customer was driving when the high blood glucose event occurred. Emergency medical services were dispatched due to the high blood glucose. Customer was wearing the insulin pump at the time of the hospitalization. The customer had last changed the infusions set on (B)(6) 2017. Customer had some coffee then boluse. Troubleshooting was performed. The drive support cap was normal. No air bubbles or leaks were noted. Customer declined to check for possible site or insulin issues and settings. High pressure test was not performed as the customer did not have an extra infusion set. Customer is not returning the insulin pump for analysis.